Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be implanted as the lead helix was unable to extend. The lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.